Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 5mg/ml at 0.75mg/day via an implantable pump. It was reported that the patient recently presented to her physician¿s office with complaints of intermittent periods of increased pain and olfactory hallucinations. The physician hypothesized that her symptoms could be related to intermittent withdrawal secondary to intermittent catheter obstruction. The plan was to take the patient to the or (operating room) to replace the catheter in its entirety. There were no known precipitating factors in regards to any environmental, external or patient factors that may have led or contributed to the issue. The patient was taken to the or for planned catheter replacement. The patient was placed in a lateral position. The physician started by opening pump pocket and dissecting out the pump and proximal pump segment. Once the pump was removed from the pocket, the physician then performed a catheter access aspiration and had positive return of csf (cerebral spinal fluid). Despite confirming patency of the intrathecal catheter, the physician decided to move forward with replacing the entire catheter. The physician then proceeded to open up the lumbar incision and dissected down to the catheter and anchor. He attempted to enter the intrathecal space at two different levels, but was unsuccessful due to implanted hardware, scar tissue, and scoliosis changes in the spine. Because the existing catheter had already determined to be patient, the physician decided to abandon replacing the spinal segment and only replace the pump segment because he noted some memory in the catheter that could have been causing an intermittent kink. An 8780 catheter had already been opened on the surgical field for the planned catheter replacement, so the physician used the proximal pump segment of the kit to replace the existing one. The pump was placed back in the existing pump pocket and a final catheter access aspiration was performed with return of csf, confirming patency of the catheter. The incisions were then irrigated and closed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.